Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Adverse event report is being submitted due to risk of swallowing of foreign objects that are not intended to be in the human body (such as test strips). Note: manufacturer attempted to contact customer in follow-up call on 03/08/2021 - unable to establish contact with customer and e-mail reply was sent advising customer to seek medical attention or contact their doctor. Customer had replied via e-mail on (B)(6) 2021 stating he had experienced no symptoms as a result of swallowing the test strip and declined to seek medical attention. Manufacturer attempted to contact customer in follow-up calls on 03/09/2021 and 03/16/2021 - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint via e-mail on saturday, (B)(6) 2021 that he had swallowed one test strip. Customer had included his contact number. No further information, including product information, was provided.